Manufacturer narrative:
The device evaluation is ongoing. The hygiene microbiological investigation report indicated the channels of the scope were cultured four times and in all four times the customer found bacillus bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of bacillus licheniformis and 2 cfus of bacillus altitudinis/pumilus in the water channel flexible scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3 and b5, please see b5 for further information. Correction to h11 of the initial report. The initial incorrectly stated "results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water". Additional information: e1, e2, e3, g2, h4 this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: no detection bacterial identification: n/a. Sampling from: biopsy ch/suction ch cfu: 0cfu bacterial identification: n/a sampling from: a/w-ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024 sampling from: all channels cfu: 2cfu/20ml bacterial identification: bacillus altitudinis/purnilus. Sampling date: (B)(6) 2024 sampling from: all channels cfu: 1cfu/20ml bacterial identification: bacillus licheniformis. Sampling date: (B)(6), 2024 sampling from: all channels cfu: 1cfu/20ml bacterial identification: unknown.